Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and alarm recurred during infusion set site trouble shooting. Customer changed out pump supplies to address the alarm. Customer's blood glucose was 163 mg/dl.